Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 596 mg/dl. The customer was assisted with troubleshooting for sensor and declined for insulin pump. The customer was treated with manual injection for high blood glucose. Customer stated that they did receive cannot find sensor signal, searching for sensor signal, loss of communication alerts. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.